Event description:
During service technician confirmed battery was leaking acid inside the pump. Extensive damage has occurred to the inside of this pump. Although requested, no additional information has been obtained on this report. No patient involvement has been reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 01, 2007. Device has been received for evaluation. During service technician found extensive internal damage to the pump due to a battery leak. Numerous components inside the pump have been corroded. Customer has required pump be returned unrepaired.